Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. The reported events of fibrosis, high intraocular pressure, pain, exposure, and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported needling procedure was performed and patient presented with eye pain, swollen-sudden onset endophthalmitis and erosion of the left eye. Treatment was provided as ppv and antibiotics. The device has been explanted.